Manufacturer narrative:
Lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found tears in the haptic. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.5/1.5/057 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.